Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
A lead was returned to the manufacturer from an unknown source with information indicating the patient was deceased. Further review of the manufacturer's database indicated the patient died approximately ten days after the lead was implanted. Additional information obtained indicated the lead was a temporary pacing lead implanted after a competitor system was explanted. The cause of death has been requested and not received.